Event description:
It was reported that during a laparoscopic cholecystectomy procedure, clips were produced unformed and seemed to eject out of the device. Another device was opened and the operation was successfully completed. No patient consequences were reported.